Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After a guide catheter was advanced to the lesion, a 2.50 x 16 synergy ii drug-eluting stent (des) was inserted into the guide catheter. The physician felt he was rushing and so he stopped and tried to straighten it out but the shaft broke. The device did not enter the patient and was removed. A 2.75 x 16 synergy des was used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis in broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 665mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Per dfu delivery procedure section: "at any time during use of the monorail¿ stent delivery system, if the proximal shaft (hypotube) has been bent or kinked, do not continue to use the catheter." ¿¿carefully advance the stent delivery system into the hub of the guide catheter. When using a monorail stent delivery system be sure to keep the proximal shaft straight.¿¿ (B)(4).

Event description:
It was further reported that the physician used the stent even after the shaft was initially bent and called for a new stent after the shaft was broken.